Manufacturer narrative:
Correction made to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [micra-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the introducer perforated the right and left femoral vein and bleeding was noted from both veins. It was noted that the patient experienced cardiac tamponade due to the perforated veins. Placement of the ipg was further continued and after multiple deployments the ipg was displaced by contrast agent and the then patient experienced cardiac arrest followed by ventricular tachycardia (vt). The patient was externally shocked back into rhythm. Medication and intubation were administered before the device was successfully implanted, however pericardial effusion was noted so pericardiocentesis was performed. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further noted during implant of the leadless iph that the patient experienced significant decrease in blood pressure, perforation, cardiac and cardiopulmonary arrest, requiring resuscitation and external defibrillation. It was also noted that the patients anatomy was tortuous.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.